Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and weight to the spec. A microscopic analysis was performed which identify an opening striated in the posterior side. Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced.